Event description:
Customer called and stated that the physician had a bravo capsule that failed to attach. The physician used another capsule and it worked as supposed to.

Manufacturer narrative:
No patient injury has occurred following this incident.